Event description:
It was reported that the patients pump was explanted due to an infection. No further information was provided. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# l68734, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: (partial) (B)(6) 2012, product type catheter. (B)(4).